Event description:
It was reported that the transducer was drifting, starting out about 120-130mmhg and going to 150-160mmhg. This resulted in the patient being administered extra drugs. There was no adverse effects to the patient reported.